Event description:
It was reported that the tip of the device broke while in use. All pieces were accounted for. There is no allegation of adverse consequences alleged in this event.

Manufacturer narrative:
The device is being held at the account. No lot number has been provided for a device history record review. If additional info is received, a f/u report will be filed.